Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign matter was not able to be identified. The specific root cause of the foreign materials being stuck in the nozzle could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the coating on the connecting tube was peeled off, foreign material was clogging the auxiliary channel, the insulation resistance value was out of standard on the correcting tube, the connecting tube was corrugated, the universal cord was corrugated, angulation in the up direction was out of standard, the gap on the up/down knob was out of standard, the suction cylinder was deformed, the flexibility control did not function due to the flexibility control ring being deformed, the up/down/right/left knobs were deformed and caused waterproof failure, the light guide lens was broken, the insulation resistance on the distal end was out of standard, there was noise on the image, the air/water cylinder was deformed, the bending section cover adhesive was broken, the pinhole on the bending section cover caused a waterproof failure, and the scope connector was worn. Scratches were found on the connecting tube protector and the charged coupled device lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope had image noise occurring during angulation. The issue was found during preparation for use. Inspection and testing of the returned device found foreign material blocking the auxiliary channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.